Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of reported failure is a user error, most likely reconnecting tubing that was disconnected, which may cause pump pressure monitoring errors, which may cause extravasation.

Event description:
On 09/26/2025, it was reported by a sales representative via (B)(4) that an ar-6480 pump is outflowing fluid at a non-uniform rate. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.